Event description:
The facility reports while transferring a pt, the left shoulder clip of the sling detached. The pt sustained a small bump to the right side of their head and a skin tear on the left shin.